Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 4.00 promus premier stent was advanced to treat the lesion. However during procedure, it was noted that the stent was "ruptured". The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr, 4.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the 5th strut from the proximal end was damaged ; lifted and pulled distally. The stent outer diameter (od) is measured and verified against specification for the product prior to packaging and shipping. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found were multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 4.00 promus premier stent was advanced to treat the lesion. However during procedure, it was noted that the stent was "ruptured". The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.